Manufacturer narrative:
Additional information regarding the event was received on 7/8/2020 indicating that new batteries were installed into the cadd device and 105mls was programmed to infuse at 1.1 mls / hr over 96hrs, the same program that was used on the patient which the incident occurred. Both cadd devices were checked to be on the same programmed versions. In addition, a line was attached and primed with the in-line air detector. Line was unclamped and left to dispense into a tray for 4 days with no patient on the other end. It was also reported that the pump alarmed that entire volume had been infused, report also showed the same, although 14ml was able to be withdrawn from the cassette. It was noted that the pump failed to infuse the entire dose without any pressure at the end of the line and no discrepancies in the cadd report.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was a significant residual volume left over even though the pump indicated that the infusion was complete. The product problem was discovered at the end of therapy. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis due to the fact that it was noted that there has been a significant residual volume left over. The devices history log was reviewed. Delivery was run with no alarm for 4 days. Given amount 104.15ml, the residual amount 14ml. Thats an average accuracy -14%. The technicians test was run overnight on a continuous rate 1.1ml average accuracy resulted in -7.8%. The resolution was to recalibrate and sheared the expulsor to pass the deltec test. The motor was also replaced as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.